Event description:
Complainant alleged that the clinician was treating a patient(age and gender unk), but the device displayed a "pace/defib fault" and an "analysis halted" message on the device screen when the device was operated in semi-automatic mode. In addition, the complainant alleged that the device would not charge in manual mode. There was no indication of any adverse effect on the patient as a result of the reported malfunction.